Event description:
Information was received indicating that a smiths medical pump presented with continuous beeping. There were no reported adverse events.

Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 (patient code). H3: one cadd legacy 1 pump was received damaged with damaged housing. The event history log was reviewed and there was no evidence of the reported issue. The device was started in application, and no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure. There was no fault found with the returned pump.